Manufacturer narrative:
Corrected information: g1 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. A review of the system logs showed a system log that ends abruptly with no re-start command of any kind. At the next initialization, the system clock reset and the battery charge level was reduced. This indicates the power had been interrupted. It was reported that the power pack shuts off and the device lost functionality. The reported issue was confirmed. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause has been identified as damage due to an electrostatic discharge (esd) event. Improvements have been initiated to mitigate this condition. The evaluation detected an unreported condition: right firing button failure that has no relationship to the reported condition. Visual inspection noted a switch was found to be nonfunctional. When the corresponding key was pressed, the handle did not respond. The most likely root cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy, after putting the handle in a shell, connecting the standard adapter, setting the reload, closing and opening the jaws, there was no problem until the operation was checked. When an attempt was made to set the jaws to the rectum, the lcd screen of the power handle suddenly disappeared and became black, its motor functions stopped and cannot be used anymore. A stapler from another manufacturer was used to complete the case. There was no patient injury.